Manufacturer narrative:
The reported complaint as not confirmed. Conducted volumetric testing on device. 3x volumetric's of 120 ml/hr and 10 ml tested in spec with no free flow during door closed or open: 1st test: 10.0 ml or 100% of expected volume; 2nd test: 10.0 ml or 100% of expected volume; 3rd test: 10.1 ml or 101% of expected volume; confirmed door close required more effort than normal. Replaced translation bar to correct and performed quality control inspection and preventive maintenance service. Log review not applicable with limited supplied infusion info.

Event description:
Customer reports issue occurred (B)(6) 2014. No injury to pt. Pitocin infusing and nurse noted drips in drip chamber were more rapid then should be for ordered rate. Also was noted door latch was not closed properly. Stopped using pump and transferred set to a new pump. Bio med did find issue with the door latch, but were unable to recreate the same free-flow condition.